Event description:
Report received from the (B)(6) stating that the device was reporting an e6 error message during surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. The date of the event is unk. There is no add'l info available.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device and the device was found to meet all performance specifications. If add'l info becomes available, a supplemental report will be submitted. (B)(4).